Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, two resolute onyx des were implanted in the lad and one resolute onyx des was implanted in the lcma. Approx. 6 months post index procedure, the patient presented with shortness of breath found to be caused by aspiration pneumonia. The patient died 4 days later. The patient was not taking dual antiplatelet therapy within 24 hours of the event. The investigator assessed the event as not related to the device or antiplatelet medication. Sponsor assessed the event as not related to the device or antiplatelet medication. Cec adjudicated death as a cardiac death.